Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the patient had a cervical fusion with anterior fixation in 2006. It was found that the screw backed out approximately 6 months post op. No patient complications were reported.